Event description:
On (B)(6) 2022 it was reported by a sales representative via (B)(6) that an ar-8400obe burr oval has a damaged tip during a case. The debris was removed. A new product was used and the case was completed with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400obe was received for investigation. Visual inspection identified that the tip of the burr had broken off of the distal end of the inner tube component. It was observed that both the inner and outer tube shafts were severely bent, with damage present to the shrink tubing proximal to the hub. The observed condition is consistent with user-applied mechanical forces, such as through prying/leveraging the burr against bone and/or hard tissue during use.